Event description:
The event is reported as: customer alleges: the catheter deflated during use and came out of the pt. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate.